Manufacturer narrative:
This is one of a set of complaints that were all reported to syneron in the same general timeframe and described similar patient reactions; all of these cases also used the same system and handpiece (as identified by serial number). Upon receipt of the original complaint, the company determined that this was not a reportable event. However, upon the recent receipt of similar complaints (in april 2016) which the company concluded were reportable, syneron has re-evaluated this complaint and determined that, in an abundance of caution, it should now be reported. The first reported serial number is that of the system, and the second reported serial number is of the applicator/handpiece used in this treatment. The applicator itself is re-used, but the patient-contacting component of the system (with which it's used) is singleuse. A number of technical problems (screen distortion, inversion of colors, and handpiece damage / inability to fully connect to system) had previously been reported on 6/24/15; the system was serviced and repaired on 7/17/15. None of the identified issues were clinical- or safety-related, and none are believed to be connected to the reported patient event. Treatment logs were downloaded and analyzed and no issue was found. Temperature, impedance, power and energy levels were as expected, and the profound system passed all testing. Additional information was requested from the site regarding the patient's medical history, but has not been received. Upon evaluating all of the available information, it was determined that the most probable root cause of the adverse event was improper needle insertion. The identified risk is already addressed in the device risk analysis.

Event description:
Patient injury/adverse reaction reported post-treatment with profound system at (B)(6). Treating physician was trained by syneron clinical trainer on the same day as the event. Female patient, fitzpatrick skin type iii, was treated for skin laxity on upper lip, chin, jawline, and lower cheeks. The treatment area was shaved and cleaned before treatment. Known treatment parameters were in accordance with manufacturer recommendations: 67 degrees, 4-second pulse duration, density 4 mm. Patient did complain that some areas were painful during the treatment. Immediately post-treatment, patient experienced swelling; one day post-treatment, patient had major swelling; and one week post-treatment, patient exhibited skin pitting, hyperpigmentation, and swelling. Comparison photographs show the patient soon after treatment as compared to about 1.5 months afterward, and show pitting on the treatment area. But overall, the severity of the injury was reported as "low." Upon evaluating all the available information, it was concluded that the most probable root cause of the adverse reaction was improper needle insertion.